Event description:
On (B)(6) 2008, the plaintiff was implanted with the ams monarc midurethral sling to treat her stress urinary incontinence and pelvic organ prolapse. It was alleged by the plaintiff's attorney that, as a result of having the mesh implanted in her, the plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent bodily injury, had an additional surgery on (B)(6) 2008, and will likely undergo further corrective surgery. It was also alleged that the plaintiff has suffered, and will continue to suffer in the future, physical pain, mental anguish, emotional distress, disfigurement, disability, and loss of enjoyment of life.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.